Event description:
According to the available information received in addition to a legal summons also previously received the patient is experiencing the following: some post-op pain ua: trace leukocyte esterase. Pelvic pain and dyspareunia. Vaginal pain, vaginal bleeding, dyspareunia with bleeding, abnormal urine odor, bacterial vaginosis. Cystoscopy and exam under general anesthesia was performed. Pelvic and perineal pain, vaginismus. Utis and spotting after intercourse, pelvic pain described as sharp shooting in nature. Acute lower uti, bladder pain, groin pain. Vaginal and pelvic pain secondary to sling placement. Excsion of pubovaginal sling (supris), urethrolysis, cystoscopy under general anesthesia. A segment of 3 cm sling was removed. Scar tissue was removed in the retropubic space, release of the scar tissue around the sling.